Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any part of the jaw break off? Did any part of the jaw fall into the patient? If a part of the jaw broke off, was the part of the jaw retrieved?

Event description:
It was reported that during an unknown procedure, the jaw broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any part of the jaw break off? Did any part of the jaw fall into the patient? If a part of the jaw broke off, was the part of the jaw retrieved? Response: there is no additional information.

Manufacturer narrative:
(B)(4).batch # h9012r. The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.